Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea unit is getting fraction of inspired oxygen (fio2) error message. As of this time, there is no information about patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation: a vyaire field service representative (fsr) went onsite and was able to verify customer's reported problem. Investigation revealed unit o2 (oxygen) cell connector was broken. As a resolution, the connection wire was replaced. The unit was calibrated and meets all manufacturer specifications.